Event description:
Patient was treated for a distal humeral shaft fracture. A 5 hole 3.5mm lc-dcp plate was implanted. Post operatively, one screw was found broken and one screw backed out. All hardware was removed on 2/15/99 and replaced.